Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused the patient to lose a tooth implant, sinus infection, and septic shock. The patient did receive medical intervention in the form of hospitalization. H1 was incorrectly marked as malfunction on the intial report and h4 was omitted on the intial report. Both corrections are on this report.

Manufacturer narrative:
Additional information was received on jan 29 , 2025 and section h10 should be reported as: the manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to lose a tooth implant, sinus infection, and septic shock. The patient did receive medical intervention in the form of hospitalization. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes that confirm the customer's allegation and there was visible foam degradation and unit is scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to lose a tooth implant, sinus infection, and septic shock. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.